Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. However, the insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with broken reservoir tube lip, cracked case near the display window corners, cracked display window, minor scratches on display window and missing the end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer did not press the cap while connected. The customer was advised to discontinue use of the pump immediately. The customer was advised that we are sending replacement pump.